Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about device fell off could not be determine. There was minimal amount of adhesive residue observed on the foam pad upon receipt. Foam pad p/n: (B)(4), batch lot number ar19002709 was found to have met all acceptance criteria.

Event description:
Patient reported that he has experienced two v-go devices that the adhesive was not sticking when he attempted to apply them. Patient stated that he normally applies them on the front of his abdomen, but with these two devices he placed them on the side of his abdomen. Patient stated that he will check to see if any soap residue was left on the site where he initially attempted to apply.